Manufacturer narrative:
Drive support disk was inspected, and no anomaly was noted. Unit received with detached end cap. Unable to perform displacement test due to detached end cap. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, scratched reservoir tube window, stained end cap sticker, stained address/serial number label. Unit received with detached end cap confirmed. Loose drive support disk not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loose drive support cap. The customer reported no adverse event. The event involved product(s) mmt-751nas. Troubleshooting was performed and the customer reported that drive support cap was sticking out. No harm requiring medical intervention was reported. The customer was advised to discontinue the use of the device. No product return is required for mmt-751nas.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.